Event description:
It was reported, "clinician was preparing PICC for insertion under strict aseptic antt and just before inserting the device into the patient noticed that the internal stylet loaded into the PICC was stuck. Another pack had to be opened to carry out the procedure. This is the second incidence of this kind. The clinician is a well practiced very competent placer of many years and I have personally observed her practice many times and is one of the best placers that I have supported and trained so not a practice issue." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.